Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage.

Manufacturer narrative:
H.6. Investigation summary: one photo was provided and evaluated. It shows a syringe with stopper, the stopper is at about the 30ml mark. The syringe has a drug inside. From the photo it is not possible to confirm leakage past the stopper; no solution is observed between the stopper ribs. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot# is unknown. A device history review could not be completed as no batch number was provided. This is a known issue and CAPA 55639 was performed to address this issue. We can confirm this is a known issue. This relates to 60ml products. With no sample analysis we can¿t offer a probable root cause. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 60 ml syringe luer-lok¿ tip experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage.